Manufacturer narrative:
Concomitant medical products: product ID: 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3998, lot# j0357386v, im planted: (B)(6) 2004, product type: lead. Product ID: 74002, lot# n229821, implanted: (B)(6) 2012, product type: adapter. (B)(4)

Event description:
Information received from a consumer reported that there was an elective replacement indicator (eri). The consumer was in a motor vehicle accident where she rolled her truck about three times. It was noted that the consumer did not check the implant after the accident, but saw eri start coming up after the accident. The consumer was dissatisfied with the implantable neurostimulator (ins) longevity and stated that her last ins lasted about six years. It was noted that the consumer was still feeling stimulation. The consumer did not have a managing physician but was to meet with a manufacturer representative on (B)(6) 2015 at her local doctor's office. The issue occurred during use in (B)(6) 2015. The manufacturer representative reported that the consumer was scheduled to see a surgeon in (B)(6) to get the ins replaced. The consumer's indication for use was noted to be non-malignant pain.